Event description:
On (B)(6) 2009, pt reported his up/down buttons are working intermittently. Pt stated he thought he may have been doing something wrong but has been careful these past couple of days and knows the buttons are working intermittently. Pt reported he noticed it when he was trying to bolus. He stated when he tried to bolus for dinner, it took him about 10 minutes because the buttons were not working correctly. Pt stated it has been happening intermittently for 2 - 4 weeks. He reported the buttons pop back up when being pressed, but stated when pressing the buttons, they don't feel the same. Pt was unable to describe how they feel, just stated they feel differently. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.